Manufacturer narrative:
Ref e-complaint (B)(4). Investigation: initiated manufacturer's investigation. No sample returned . Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 2/1/07 under wo # (B)(4) and shipped on 2/1/07. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 92392, this unit was at csi on 7/15/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was not reaching temperature. The thermocouple wires were shorted. Root cause : time and the introduction of moisture inside the line will contribute to a short. Moisture in the line is possible through the autoclaving process during sterilization. It can enter via the exhaust port or through the filter if either end, or both, are in the pan partially submerged in the water. The IFU states 'do not immerse probe in any solution.' The root cause for this complaint condition is being attributed to wear & tear and end user error. Correction and/or corrective action: the unit was repaired, tested to specification and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "intermittent temp reading." Reference repair order # (B)(4). Ref e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "intermittent temp reading" reference repair order # (B)(4). (B)(4).